Event description:
A nurse reported that over the past 6 months, there have been three patients that developed "inflammatory tass (toxic anterior segment syndrome)." The nurse indicated adjustments have been made to their sterilization system, filters have been changed, and other additional changes have been implemented in their processes. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).